Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a transducer fault (xdcr) alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.

Manufacturer narrative:
As a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause is the main pcb. The fsr ordered and installed the replacement main pcb to complete service visit. A failure analysis investigation was performed on the returned suspected device, and the reported complaint was confirmed by the events trace. However, was unable to be duplicated during device functionality testing.